Event description:
Info received indicates the head of the stretcher is drifting down slowly.

Manufacturer narrative:
The tech isolated the issue to the head hydraulic cylinders. He replaced the hydraulic cylinders to repair the bed.